Event description:
It was reported that the patient presented in clinic for routine follow-up, atrial noise was observed on the stored electrograms. Noise could be reproduced with isometrics. The device was reprogrammed. The patient remained stable.

Manufacturer narrative:
(B)(4).